Event description:
The pt's aunt posted in an internet blog on (B)(6) 2010 that her niece lost her vision. The internet blog posting was read by the device manufacturer on (B)(4) 2010. This event was identified from an internet blog. No contact information was provided, therefore, no further follow-up can be performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).